Event description:
It was reported difficult deflation was encountered following the first inflation during an internal carotid artery test occlusion procedure, which resulted in formation of an embolism in the internal carotid artery. The balloon was successfully deflated and removed from the patient. Urokinase was administered to successfully treat the embolism. The patient's condition is good. The device has not been received for eval. Therefore, no failure analysis is available. Follow-up indicated this patient had problems with embolism prior to this. Therefore the co believes patient history, pre-existing condition and/or user technique may have contributed to this event. However, the co is unable to determine the cause for this event. Directions for use state: "when the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature... Note: the larger the syringe diameter, the greater the suction that is applied. If resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel.